Event description:
It was reported that suture detachment occurred. A percuflex ureteral stent was selected for use. During the stent placement, upon pulling, the string detached from the stent without being cut. The string was still a closed loop. The procedure was completed successfully. No patient complications were reported.